Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
An interrogation of the implantable cardiac monitor (icm) was completed as the patient had passed out. The interrogation revealed loss of electrode contact. The icm remains in use. No patient complications have been reported as a result of this event.